Event description:
Boston scientific received information that this patient was admitted to the hospital due to worsening heart failure and has a high thresholds due to left ventricular (lv) lead dislodgement. Physician managed to reduce patient's condition through reprogramming. No adverse patient effects were reported. The lv remains in service. Additional information was received and stated that the patient went through the scheduled follow-up and echo optimization was performed. As the patient was fine after device reprogramming, there were no further interventions made. The lv lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.